Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. The device has dust fail contamination. Additionally, the service technician also noted error codes e053 (err_comp_log_sem_timeout), e024 (err_motor_speed_reverse), e066 (err_stuck_encoder_b, and e055 (err_therapy_queue_full) present. The device was scrapped by the service center after the evaluation was completed.